Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir could not stay in reservoir chamber and was not able to prime. It was reported that issue occurred even after reservoir change. Customer's blood glucose was 27 mmol/l.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and missing reservoir tube o-ring and also received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.